Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of atrial fibrillation (af) that were interpreted as ventricular tachycardia (vt) and ventricular fibrillation (vf) by the device. Inappropriate therapy was delivered to the patient. The device was explanted and replaced. The tachycardia therapy was programmed to optimal settings for the patient. The patient was stable.